Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An optician reported that following an intraocular lens (iol) implant procedure, the patient's vision was unable to adjust. The iol was replaced for another lens model with one diopter less power one month following the initial implant procedure. Additional information has been requested.

Manufacturer narrative:
Product evaluation: the lens was returned in a small bag. Solution is dried on the lens. The optic is torn (possibly cut) into two portions. The optic is scratched across the rings on the anterior surface. The optic has small split/cracks that splinter from the torn/cut line of damage. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided it is unknown if qualified products were used. The root cause cannot be determined for the complaint of "failure of the vision adjusting, lens exchanged". The lens was returned in pieces with additional optic damage. During the manufacturing process, each lens is subjected to a 100% assessment of the power and optical resolution in order to determine acceptability per the lens model and diopter. The information indicates this was a patient adaption issue. The 19.0 diopter (add power +2.2/+3.2 ) iol was replaced by a monofocal lens. The diopter of the monofocal lens was not indicated. Due to the exchange of a multifocal lens to a monofocal lens, this may suggest that the replacement lens model was an improved choice for the patient's vision needs. Additional information provided in d.10., h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).